Event description:
It was reported during an unk procedure, the error code 5 occurred. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. However, no error code 5 was noted during functional testing with the generator. Complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.